Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device evaluated by MFR: in process.

Event description:
During operation, while the doctor was inserting anchor in to acetabular cup, he pulled the suture to make a knot but the suture did not stick in the acetabular cup and slipped out of the way. Maybe the part to hold suture was broken. So the doctor made a new tunnel and replaced with a same product.

Manufacturer narrative:
The complaint devices were received and evaluated. The original complaint stated that one piece was being returned. We received two handles and the suture only. Visual observation of the inserter under magnification revealed no structural anomalies on the handles. The anchors were not returned therefore could not be evaluated. It was observed that one piece of the blue suture was broken. The sutures were reported to have pulled out during tensioning. One potential root cause of the failure is the possibility that excess tension was applied on sutures which caused the suture bridge on the anchor to break releasing the sutures. A second potential root cause could be that since one of the sutures was cut it potential could have been from coming in contact with sharp metal instruments. Since the anchors were not returned we cannot discern a root cause, any of the aforementioned factors or a combination of factors could possibly lead to this failure. This complaint can be confirmed. We are unable to determine if both returned devices were from the same lot number. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of (B)(4) devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy synthes (B)(4) however it is not known if it will be received within the 30 day reporting requirement, therefore depuy synthes (B)(4) would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During operation, while the doctor was inserting anchor in to acetabular cup, he pulled the suture to make a knot but the suture did not stick in the acetabular cup and slipped out of the way. Maybe the part to hold suture was broken. So the doctor made a new tunnel and replaced with a same product.